Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that the rn began priming the set with packed red blood cells (prcb) when she noticed that the blood was leaking at the engagement of the 2 tubings at the top of the drip chamber. Normal saline had been infusing at 30ml/hr for 1 hour prior to the leak. The event occurred at the systemic therapy unit. There was no patient harm and medical intervention was not required.